Manufacturer narrative:
Reported issue of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used during an esophageal stent placement procedure in the distal esophagus performed on (B)(6) 2013. The stent was being placed to treat a 6cm stricture due to esophageal cancer located 30-35cm from incisor. Reportedly the stricture was not tight but was dilated prior to stent placement and the patient anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to pass the device through the stricture but was unable to cross the stricture. The physician removed the stent device and dilated the stricture a second time to 42fr. The physician reinserted the stent but was still unable to cross the stricture. The stent was removed from the patient; upon removal the physician noted that about 4mm of the distal tip was partially deployed. The procedure was completed with another ultraflex esophageal stent. . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual examination of the returned device found that the stent was returned partially deployed by 4 mm. The product mandrel was returned inside the guidewire lumen of the device. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent; however, the stent did not fully expand. It was noted that the stent cover appeared shrunken and likely prevented the stent from expanding. No issues were noted with the shaft of the device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used during an esophageal stent placement procedure in the distal esophagus performed on (B)(4). 2013. The stent was being placed to treat a 6cm stricture due to esophageal cancer located 30-35cm from incisor. Reportedly the stricture was not tight but was dilated prior to stent placement and the patient anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to pass the device through the stricture but was unable to cross the stricture. The physician removed the stent device and dilated the stricture a second time to 42fr. The physician reinserted the stent but was still unable to cross the stricture. The stent was removed from the patient; upon removal the physician noted that about 4mm of the distal tip was partially deployed. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".